Event description:
It was reported that the customer's insulin pump over delivered insulin to the customer, which subsequently caused a hospitalization. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.